Event description:
Patient with history of peripheral vascular disease, fem-pop bypass, bilaterally and non-healing leg wound to cath lab for angiography and potential intervention. Moderate disease to left common femoral artery (lcfa) and stenosis mid-lsfa (left superficial femoral artery) and 90% stenosis distal lsfa. Wire passed and filter inserted. Cryoplasty performed with 5 x 40 balloon. Polarcath inflation unit inflated x 3 without difficulty. With the 4th inflation at the level of the common femoral a loud pop was heard and felt by the patient. Angiography showed the balloon had ruptured with exsanguination from a free-flowing perforation of the common femoral artery. Inner balloon of the cryoballoon retained within the vessel. Outer balloon had split open like a pea pod. Artery tamponaded with 8 x 80 balloon, with successful cessasation of the hemorrhage. Prepared for emergent surgical intervention to repair arterial damage and retrieve filter and balloon fragment(s). Surgery successful, graft in place and circulation restored. The md is uncertain what caused the rupture. The manufacturer guidelines for malfunction of the balloon state it should be safe up to 12 inflations or over-inflation by the polar cath inflation pump. The pump worked as intended during the previous inflations.======================manufacturer response for cryoplasty catheter/balloon, polarcath over the wire 6f (per site reporter).======================would like balloon catheter and polarcath inflation unit m001pciu400000, lot # 14678733 exp 9/13 returned to manufacturer for evaluation/analysis.